Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('it was floating around in my uterus/ coil came out intact with pregnancy/ coil embedded into the uterus/migrated') and pregnancy with contraceptive device ('the coil came out intact with the pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("gut wrenching pain"), abdominal distension ("bloating") and rash ("rashes") and was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d and c and removal). At the time of the report, the embedded device and pregnancy with contraceptive device outcome was unknown and the pelvic pain, abdominal distension and rash had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, embedded device, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: partial expulsion, device ineffective, pregnancy with device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event added- pelvic pain female. Reporter were added and device information was amended. On 23-mar-2020: social media received. New events added: bloating, rashes. Removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('it was floating around in my uterus/ coil came out intact with pregnancy/ coil embedded into the uterus') and pregnancy with contraceptive device ('the coil came out intact with the pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (d and c). At the time of the report, the embedded device and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered embedded device and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: partial expulsion, device ineffective, pregnancy with device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Event "device expulsion" was updated to "coil embedded into the uterus". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.